Manufacturer narrative:
Additional components explanted on (B)(6) 2020: tgmr312610j/20778493, tgm262110j/20830721.

Event description:
On (B)(6) 2020, an emergent endovascular procedure was performed using a gore® tag® conformable thoracic endoprosthesis with active control system (tgm262110j) to treat a distal stent graft induced new entry (d-sine) in the distal part of an open stent graft (manufacturer unknown). Reportedly, a thoracic aneurysm was also observed, and this was treated by implanting another gore® tag® conformable thoracic endoprosthesis with active control system (tgm262110j). The procedure was completed without reported issues. The patient tolerated the procedure. On (B)(6) 2020, follow-up CT revealed thoracic aneurysm enlargement (amount unknown) and an endoleak. An emergent endovascular procedure was performed. The physician thought the endoleak might be type iii between the open stent graft and tgm262110j. An additional stent graft was placed in the open stent graft and tgm262110j. However, the endoleak was not fully resolved. The physician thought there was a distal type I endoleak from tgm262110j, therefore another stent graft was placed in the distal part of tgm262110j. A small endoleak remained, but the physician decided to take a wait-and-see approach. The procedure was completed, and the patient tolerated the procedure. (This was previously reported on MFR report # 2017233-2020-01029) on an unknown date in 2020, infection of the stent graft was confirmed. On (B)(6) 2020, the patient underwent open surgery whereby all three gore® tag® conformable thoracic endoprosthesis with active control system were explanted, and the descending aorta was replaced with a vascular graft. The patient tolerated the procedure. The physician would not provide a cause for the infection, and the devices were discarded at the facility and not available for evaluation.